Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, cartridge is not an implantable device. If explanted, give date: not applicable, cartridge is not an implantable device. Device evaluation: the 1mtec30 cartridge was not returned to the manufacturing site for investigation. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of a 1mtec30 was cracked while inserting a intraocular lens (iol) into the patient's operative eye. There was patient contact and the iol was fully inserted and remains implanted. There was no incision enlargement, vitrectomy, or sutures used. Also, there was no serious patient injury. No additional information was provided.